Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. The insulin pump passed displacement test. The insulin pump has minor scratches on lcd window, broken reservoir tube lip, battery tube threads and cracked belt clip slot.

Event description:
It was reported that the customer received a no delivery alarm during priming. Customer's blood glucose was 248 mg/dl. During troubleshooting, the alarm recurred during fixed prime. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.